Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of up to 300 mg/dl while using the infusion sets. His normal blood glucose range is 80-120 mg/dl. He stated that on 3-5 occasions he felt "coolness" while bolusing and thought there may have been an insulin leak beneath the headset adhesive. He was never able verify if the infusion set was actually leaking. He continued to use the headset after feeling the "coolness." The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.